Event description:
It was reported by the patient following a diagnostic heart catheterization, an angio-seal was used in the right groin puncture site. The patient saw the physician 7 days post procedure and the groin site looked good. The patient also received a flu shot. On day 8 post procedure, the patient experienced an itchy rash that spread to the entire torso and up the neck. The patient took benadryl and contacted the primary care physician. Prednisone was prescribed. Ten days after the heart catheterization, the itchy rash has lessened but still remains. The patient will follow up with the physician.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) states potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal patient information guide state some bruising or discomfort is common during the healing process after intravascular procedures; however, the patient should contact their physician immediately at the number listed on the patient information card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms.